Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an umbilical hernia. A bard/davol marlex, reference number 0112650, lot number 43bqd012 was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent an additional surgery to repair recurrent hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 1 month post implant of bard flat mesh, patient was diagnosed with hernia recurrence, adhesion and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device list adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an umbilical hernia. A bard/davol marlex, reference number 0112650, lot number 43bqd012 was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent an additional surgery to repair recurrent hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿hernia sac was dissected out and it contained of omentum. The defect was identified and a piece of polypropylene mesh was used for repair and secured using sutures.¿ on (B)(6) 2013 - patient complains of abdominal pain. On (B)(6) 2013 - patient was diagnosed with symptomatic recurrent umbilical hernia thereby underwent laparoscopic repair. Per operative notes, ¿omental adhesions adherent to the hernia were taken down. Defect was identified in the periumbilical area and synthetic mesh used for repair secured by tacker.¿ (there was no mention/visualization of bard flat mesh). Attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.